Event description:
It was reported that during the implant procedure, the helix on this lead would not extend. After several attempts, the lead was removed and a new lead of the same model was implanted successfully. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.